Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70. Serial: (B)(6). Batch: 7075068.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason and the explanted device components were not return per hospital policy. *prr - needed*

Manufacturer narrative:
Block b3: exact date unknown, event occurred around date of original implant.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason and the explanted device components were not return per hospital policy. Additional information was received that no further information has been obtained despite good faith efforts.